Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown ob-gyn procedure on 12/6/2018 and a surgical drain was used. During surgery, it was found that the lower side of the outer package had been opened before opening the package. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/9/2020.

Manufacturer narrative:
Product complaint # (B)(4). Evaluation: photos of packaging from source country received. Photo analysis performed: in pictures received for evaluation on picture 4 is shown that the bottom side of one outer pouches does not have a visible seal mark while on picture 5 there is a visible seal mark. This does not indicate that bottom section of pouch in picture 4 is not sealed since it doesn't show that the pouch is opened. Per manufacturer procedure,100% visual inspection is performed for pouches at pouch visual inspection station before the pouches are packed in a box. Failure mode reported can not be verified. Based on the present photo analysis, it is determined that the reported complaint is not verified and is not related to manufacturing process and other external causes may have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint #: (B)(4). Evaluation: sample for evaluation was received packaged in the inner pouch. The outer pouch was not received. The inner pouch was evaluated, and the four sides were completely sealed, there were no incomplete seals. Based on the present analysis, it is determined that the reported complaint is not observed and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.